Event description:
It was reported that during a robotic assisted laparoscopic procedure, the device stuck shut on the omentum and had to be cut off. It is unknown how the procedure was completed. No other details provided. No adverse patient consequence was reported. Additional information has been requested, but no further details have been provided. If the information becomes available at a later date, a supplemental medwatch will be sent. (B) (6).

Event description:
Caller alleged that customer attempted to test on the active s system when she was feeling cold, clammy skin and low blood sugar symptoms. Customer could not get a result due to the dead battery in the meter. Caller stated that he administered sugar and water to the customer and called the emts. The emts obtained a reading of 26 mg/dl on their meter. The customer was treated with a glucose IV and transported to the ER. Customer was admitted to the hospital, where she was treated and released. No other actions were reported taken or treatment received. A request was made for the return of the suspect device and a replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.